Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received.a supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that occlusion alarms occurred. There was no reported adverse impact to the customer¿s blood glucose level. Customer declined troubleshooting with tandem technical support. Reportedly, the customer continued to use the pump for insulin therapy.